Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was not confirmed due to a lack of sample; however, per the complaint information the root cause of the se 2240 is due to air being sucked into the disposable after the supply bag fell and disconnected. The lot number is unknown; therefore, a batch review cannot be performed. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Similar reports have been received by baxter for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Event description:
A customer contacted baxter's technical service center regarding a system error (se) 2240 (air in line) alarm that appeared on the homechoice (hc) display during dwell 2. The technical service representative (tsr) explained the alarm to the home patient (hp). The tsr informed the hp to start over again using new supplies. The hp stated, she used the same supplies and is at the initial drain. The tsr assisted to end the therapy and informed to start over with new supplies and inform the nurse of the error message. No patient injury or medical intervention was indicated at the time of the initial report. During follow up the care giver (cg) stated that the home patient (hp) did not develop any adverse reactions or require any medical intervention. The cg stated, the home patient is currently performing therapy without any complications.